Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus pen would not work with the programmer, therefore the overlay/bezel assembly on the programmer was replaced and the stylus calibrated. The programmer passed all functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the stylus pen would not work with the programmer. It was changed out multiple times but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the stylus pen would not work with the programmer. It was changed out multiple times but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.